Manufacturer narrative:
(B)(4).

Event description:
Procedure type: reduction mammaplasty. According to the reporter: dehiscence occurred. The event was resolved without sequelae. Blistering also occurred.